Manufacturer narrative:
The insulin pump passed the basic occlusion test, the self test, the reset error test and the displacement test with no alarms noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported a motor error alarm that occurred during the prime. The blood glucose reading was 117 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted with clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.